Event description:
This report is to advise of an event observed during analysis degradation problem.

Manufacturer narrative:
The lead was returned for patient death. As received, a partial lead (only connector portion) was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Other damages found are consistent with procedural damage. Additional findings: full breached outer insulation degradation was found distal to the connector boot. Actions have been taken to prevent reoccurrence.